Event description:
The pt called lifescan (lfs) in 05 and alleged that their meter was set to the incorrect unit of measurement. Medical affairs spoke to the pt the following day and obtained/verified the following information. The pt does not know how long the meter was set to the incorrect unit of measurement. The day of the event, they had symptoms of high blood glucose: thirst and frequent urination. They tested earlier in the day and obtained a result of "12.0", which might have been interpreted as 120 mg/dl or other (12.0mmol/l equal 216 mg/dl). The pt stated that they are currently taking metformin and glypizide for their diabetes. They reported that they take the same amount every day and if their meter reads high, they are advised to contact their physician. They then tested their blood glucose at 7:00 p.m. And obtained a result of "27.6" (497 mg/dl). They called the paramedics and when they arrived, they obtained a result of 416 mg/dl on their meter. The paramedics gave the pt an IV and took pt to the hospital. At the hospital pt was given a "fast IV" and insulin. The pt was then put on a sliding scale. They were released from the hospital the following day and has a follow-up appointment with their physician. The pt stated that their meter was previously set to the correct unit of measurement and the pt does not recall entering the set up mode. The pt's treatment for hyperglycemia may have been delayed due to the misinterpretation of the unit of measure. A replacement meter has been sent to the pt.